Event description:
Customer received freestyle readings of 148 mg/dl (her meter) and 114 mg/dl (friend's meter) in back to back tests with two strip lots and two different meters. Customer has observed that the freestyle readings are consistently higher than she feels. She indicated she has had hypoglycemic events, but did not provide details related to the events. The results exceed a 20% variance and meet the manufacturer's definition of a malfunction.